Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or cut, so the hose assembly was replaced. Additional preventative maintenance was also performed. The device was repaired and returned to the customer.

Event description:
It was reported that a hole was discovered in the hose portion of a pneumatic drill, prior to the start of a surgical procedure. There was no reported pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.